Event description:
During a blephoplasty, a patient had sustained a burn to their eyelid.

Manufacturer narrative:
The facility had stated that a patient was injured by a pair of bipolar forceps. The only catalog number provided was for the generator itself. No products were returned for an evaluation. Phone calls were placed on march 30th, 2012, april 4th, april 6th, and april 10th. Messages were sent on march 28th, 2012 and april 13th, 2012. However, all attempts to obtain additional information were unsuccessful. Conmed still has very little information regarding the reported event. If conmed should receive additional information, a follow-up report will be sent. As the patient needed medical intervention to correct the burn that was sustained, conmed is filing this event with the f.d.a. Device not returned by customer.